Manufacturer narrative:
This report is submitted on 10 august 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 15 july 2020.

Event description:
Per the clinic, the patient experienced an (B)(6) infection at implant site and subsequently was hospitalised and treated with IV antibiotics. The device was explanted on (B)(6) 2020, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.